Event description:
During preparation, it was noticed that the hub of the 2.5 x 33 mm cypher stent delivery system was not intact. It was cracked. There were no other product defects noted and there were no defects noted in the packaging.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.